Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on 11/28/2016 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 403 mg/dl with associated symptoms of nausea and polydipsia. It was reported that the patient did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged an inaccurate delivery issue with the pump. During troubleshooting by animas customer technical support, it was determined that the basal history matched the active basal program settings, but the basal delivery totals in the total daily dose do not match. This variation was due to the prime menu being accessed. This complaint is being reported because the patient reportedly experienced a serious injury while on insulin pump therapy related to an alleged inaccurate delivery issue with the pump.

Manufacturer narrative:
Follow up #1 submitted: 01/19/2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Review of the black box data and download history did not reveal any recorded event(s) related to the complaint. On examination, the pump was intact and without damage. On testing, the pump powered on normally. The pump was exercised for 24 hours without error, alarm, warning or malfunction. The pump was determined to be operating as intended and within the required specifications. Investigation did not confirm nor duplicate the complaint.